Event description:
The hospital reported that a patient returned to the hospital with discomfort in the leg and was indicated that the patient had pulled out 3-4 in. Scope washer tubing piece from the incision site at the knee. The patient had an evh procedure in october 2005. The surgeon mentioned that he believes that during the stab and grab, the piece may have been either cut or detached from the uniport plus. The patient did not require any medical intervention. The patient is reportedly doing fine.